Manufacturer narrative:
The nurse has ignored the patients symptoms. In a 24 year old, cachectic patient (30kg) and muscle dystrophy already a little pressure to the sensor, e.g. Laying on it, or maybe the pressure from the clip in connection with the heat increases the risk to develop a skin ulceration and severe erythema. In the user manual it says maximum recommended application time 12hour at 42°c sensor temperature. Individual patient conditions must considered when deciding to use maximal side time. In cachectic, dystrophic patients a shorter side time is indicated as in patients with muscle dystrophy, skin exposed to pressure may more sensitive to creating ulcerations. Application to the upper chest might be better in this patient group. The customer has acknowledged that this case was caused by mis-use.

Event description:
It was reported that a patient received a skin burn on the earlobe. The hospital confirmed that the skin burn caused a blister.